Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker had tamponade. It was indicated that some blood was pulled. Lead values were noted to be unchanged since implant and x-ray showed no major lead has moved. Further, echo at the end of the case showed effusion. The patient was admitted and will be monitored. This pacemaker remains in service. No additional adverse patient effects were reported.